Manufacturer narrative:
The investigation into the delivery issues and the vascular damage - peripheral vessel issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issues was most likely patient condition related due to the patient's small and tortuous vasculature. The root cause of the vascular damage - peripheral vessel was most likely patient condition related due to the patient's small and tortuous vasculature. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant in japan reported that preliminary CT evaluation showed that the right subclavian artery was small. A left subclavian approach was performed for insertion of impella 5.5, but the catheter could not be advanced to the central side of the artificial blood vessel anastomosis. Insertion of 5.5 was not possible so impella cp was placed successfully. No patient harm reported due to the issue.